Event description:
It was reported that while preparing for a urology stenting treatment procedure stent damage was noticed. A polaris ultra ureteral stent had been selected for use. While preparing the device it was noticed that the proximal pigtail had a "tear". There were no patient complications with the patient's current condition listed as "fine".